Event description:
It was reported that pump displayed incorrect insulin volume in cartridge, such as showing 100 units when approximately 260 units were loaded. There was no reported impact to the customer¿s blood glucose level. Customer planned to contact technical support at a later, more convenient time, and no additional information was received regarding any further actions or outcome of the event.